Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. (B)(4). Philip's international service technician confirmed the reported issue. Philip's international service technician replaced the defective gas delivery system (gds) to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error low leak-co2 rebreathing risk. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.